Event description:
It was reported on 10/22/2015 that the patient has increase in seizures . The patient had a generator replacement this spring ((B)(6) 2015) and seizure frequency has been worse since that time. The physician is ordering a chest CT just to visualize the leads. The patient had been seizure free on his current combination of medication. No additional relevant information has been received to date.